Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The date of event is unknown. Concomitant medical product: generator - erbe, active cord - unknown manufacturer. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01888, for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the device did not work since there was no electric current. A second radial jaw 3 hot single-use biopsy forceps was used and also did not work since there was no electric current. The procedure was completed with a third radial jaw 3 hot single-use biopsy forceps device. It could not be reported whether the same generator and active cord were used to complete the procedure as the ones used with the complaint devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications and a resistance test found no anomalies as the returned unit measured within specifications. The condition of the returned incident device was not consistent with the complaint; current failure. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01888, for the other associated device information. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the device did not work since there was no electric current. A second radial jaw 3 hot single-use biopsy forceps was used and also did not work since there was no electric current. The procedure was completed with a third radial jaw 3 hot single-use biopsy forceps device. It could not be reported whether the same generator and active cord were used to complete the procedure as the ones used with the complaint devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.